Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. On (B)(6) 2022, the patient experienced a skin reaction with a bacterial infection. Prior to sensor insertion, the area was cleansed with soap and water. The patient developed redness and inflammation under the sensor patch and extending beyond the patch perimeter. On (B)(6) 2022, they consulted a physician due to the patient was experiencing pain at the skin reaction site and the healthcare personnel (hcp) prescribed an oral antibiotic (clindamycin for seven days). On (B)(6) 2022, the patient experienced an allergic reaction to the clindamycin and developed redness ¿from head to toe¿ and the patient ¿had trouble moving her arm¿. At an unspecified time, they followed up with a physician and was prescribed a different oral antibiotic (doxycycline for seven days). On (B)(6) 2022, the patient was presented in the emergency department (ed) by the reporter due to severe itching sensation from the allergic reaction to the prescribed oral antibiotics. The patient was treated in the ed with oral prednisone (one 16 mg dose) and discharged home with the same medication prescription for the course of 8 days. At the time of the report, the reporter stated the patient did not experience difficulty breathing or wheezing during the events and the skin reaction area has healed, and the patient is doing well. No additional patient or event information is available.